Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 903749009, model/catalog description: control pump fgs iz; model number/catalog number: 72400024, serial number: null, batch/lot number: 906049014, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed. No signs of erosion were noted. The device was cycled in the office and reported to be functional. No definitive information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.